Manufacturer narrative:
The investigation for the reported console issue has been completed. The console and the data logs were returned for evaluation. The log file and system configuration file contained data that was directly indicative of a software upgrade failure, specifically indicating a failure of communication between the 4-in-1 and the epm of the impellatronic board. The system self-check failure was confirmed upon bootup. Firmware check on the console¿s subsystems revealed that the msc1210 of the impellatronic¿s eep circuitry was unable to communicate with the 4-in-1 and the eep msc1210 were monitored revealing that there was no communication on the signal one from the 4-in-1 to the eep msc1210. The root cause of this issue was identified as a faulty esd suppression diode on the impellatronic board that was causing a short between the signal line and ground, causing electrical activity on the signal line to be suppressed and preventing communication between the 4-in-1 and the eep msc 1210. R215.1 was removed and resolved the issue. The cause of the aic issue was a defective impellatronic board, which prevented communication between the 4-in-1 and the epm on the impellatronic board during the software upgrade process, causing the software upgrade to fail.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed the system self-check. The aic will be returned for investigation. There was no patient involvement.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.